Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture"against left saline device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on posterior, wear abrasion, crease fold, fluids. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture"against left saline device. The device has been explanted.